Event description:
On 10/01/2006 a respiratory therapist verbally reported to thayer medical that the inner valve portion of the valved tee had separated from the tee body causing a leak in the ventilator circuit. The ventilator alarmed, notifying the respiratory therapist. The respiratory therapist identified the leak and replaced the valved tee, without incident to the patient. No hospital incident report was filed. Exact details not known. Components changed every 7 days and nebulizer treatments had been given through the valved tee.

Manufacturer narrative:
The reported catalog # 002060, 22mm od/od valved tee, is manufactured by thayer medical and distributed by another firm. The reported valved tee malfunctioned in the field and thayer medical was notified. The product lot# (printed on the insert "directions for use") was unavailable and the failed product sample was unavailable for inspection. There are two alternative manufacturing processes used to bond the inner valve to the tee body. Each process has been investigated and reviewed. With the limited information provided by the customer and after reviewing the manufacturing processes, we concluded that the reported device malfunction is suggestive of insufficient cyclohexanone used in the solvent bonding process. This insufficiency has not been previously observed by thayer. Internal DHR documentation and retained samples of # 002060 have been examined. Mechanical pull tests were performed on devices from three lot#'s, and no malfunctions were observed. In response to the device malfunction reported here, thayer medical will: complete a car investigation. Discontinue the cyclohexanone bonding process. A qc inspection procedure will be performed as an aql in-process inspection to pull test products.